Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09666. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A trace effusion was noted prior to the procedure. A watchman access system (was) was inserted into the patient. A 30mm watchman laa closure device and delivery system (wds) was advanced in the was, but had gotten stuck before it was able to be deployed. The wds never made it to the laa. The access system was kinked due to the patient anatomy and the position of the access system which caused the wds to be stuck. They exchanged the was and wds and the 33mm closure device was implanted to complete the procedure. However, once the device was deployed, the effusion was noted to have grown by 1-2 millimeters. No intervention was performed as the effusion resolved on its own. There were no further patient complications and the patient's status is fine.